Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor cracked as they were impacting. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). An impactor was returned for evaluation. Visual examination of the returned product did not identify any fracture to the tip but the poly tip was completely out of the device. The poly tip was epoxied to the device. There is damage to the threads of the tip, unknown how the damaged occurred. There is wear and tear on the device with an approximate field service age of 2 years. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.